Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple pump error alarms. The customer¿s blood glucose level was 181 mg/dl at the time of the incident. The customer also reported that insulin pump had a crack along the battery compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with this alarm is generated when a power failure is detected. Found in the insulin pump history file and critical pump error alarm during testing due to moisture damage on electronic assembly. Device was received with cracked case along the side of the battery tube.